Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 7.0 cm from the proximal end; the coil was intact with the pusher assembly. The introducer sheath was dissected by the penumbra investigator, and the coil outer diameter (od) was measured to be within specification. The coil was detached by penumbra investigator during the dissection of the introducer sheath. The complaint has been evaluated. The complaint indicated that the patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was not able to advance the ruby coil out of a px slim catheter. The physician noticed the ruby coil was stuck at the distal tip of the catheter and withdrew the ruby coil completely from the px slim. The px slim was successfully used to delivery six additional coils. Evaluation of the returned device revealed a kink in the proximal end of the pusher assembly. This type of damage typically occurs due to improper handling during use. If the device is manipulated at an angle while force is being applied, it is likely that damage such as this may occur. The introducer sheath had coagulated blood inside, which prevented the coil from being advanced out of the introducer sheath. The introducer sheath was dissected by the penumbra investigator, and the coil od was measured to be within specification. The catheter mentioned in the complaint was not returned for evaluation. The penumbra coils mentioned in the complaint are 100% functionally tested and visually inspected for damage during process inspection. The penumbra catheters are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician was unable to advance the ruby coil out of a catheter and it was successfully removed. The procedure successfully continued using a new ruby coil. There was no report of an adverse effect on the patient.